Manufacturer narrative:
The device has not yet been returned for evaluation. We anticipate the device will be returned in the next 60 days. Once returned, an evaluation will take place.

Event description:
The user heard a boom. Found instruments projected into the wall and a hole in the left side of the wall around 18" in diameter. Sterilizer was on the floor.